Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available. The device was returned for evaluation. A follow-up report will be submitted upon its completion.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver case was opened, the internal inspection failed with a dead battery that would not charge. The battery was replaced with a known good battery and the receiver turned on. Receiver log download and functional testing were unable to be performed due to power issues. The reported event loss of connection could not be determined. A root cause could not be determined.